Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three (3) good faith efforts (gfes) were made to the customer to obtain additional information about customer's concern and to clarify if a malfunction of the iabp occurred. However; to date, no response has been received from the customer.

Event description:
The customer called to log a complaint on the design of the cardiosave intra-aortic balloon pump (iabp). Specifically, the customer was concerned that in the event of a saline spill over the iabp, the saline could potentially compromise the coiled cable connector. In addition, the customer requested the part number for the cable, coiled cord and will be performing any necessary repairs. The circumstances of the event are unknown; however, no patient involvement or adverse event has been reported.